Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the clinical study number. Review of the manufacturing records and engineering evaluation could not be performed as a valid lot number was not provided and the device was not returned to gore.

Event description:
The following information was obtained through the clinical study syn 18-04: it was reported the physician implanted a gore® synecor preperitoneal biomaterial on (B)(6) 2019 to treat a ventral hernia. On (B)(6) 2022 the patient reported an infected hernia mesh through a patient questionnaire. The patient referenced in this case is enrolled in the synecor 18-04 clinical study and information regarding this event was gathered from the medrio clinical database. The patient study number is (B)(6).

Event description:
It was reported there was no evidence of pre-existing infection in the surgical field. Reportedly, the hernia came about from a resection of a meckel¿s diverticulum on (B)(6) 2018 which led to a post-operative wound infection and hernia. It was reported, there was no evidence of an enterotomy nor any surgical site infection at the initial procedure. Reportedly, the mesh was placed in a retrorectus position and was secured using 0 pds and #1 pds suture placed transfascially. It was reported, absorbable fixation was used with the device. Reportedly, there was no evidence of a mechanical failure of the device. The retrorectus space was found to have an abscess (3 years later). The patient denies any symptoms prior to a few weeks before the discovery of the abscess. The cultures grew out achromobacter xylosoxidans.

Manufacturer narrative:
It was reported there was no evidence of pre-existing infection in the surgical field. Reportedly, the hernia came about from a resection of a meckel¿s diverticulum on (B)(6)2018 which led to a post-operative wound infection and hernia. It was reported, there was no evidence of an enterotomy nor any surgical site infection at the initial procedure. Reportedly, the mesh was placed in a retrorectus position and was secured using 0 pds and #1 pds suture placed transfascially. It was reported, absorbable fixation was used with the device. Reportedly, there was no evidence of a mechanical failure of the device. The retrorectus space was found to have an abscess (3 years later). The patient denies any symptoms prior to a few weeks before the discovery of the abscess. The cultures grew out achromobacter xylosoxidans.